Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been return for investigation however, this is a known issue from g6 units. Therefore, technical support traced the issue to the epc component and initiated main electronics under warranty for replacement. Investigation still ongoing.

Event description:
The customer reported bellavista 1000 known black screen issue with g6 units prior patient use. Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined the root cause was due to epc - g6 black screeen issue, defective epc module rev. A.1 caused by mechanical stress on the pcba. The unit worked properly after the repair.